Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. Omsc assumed that the defect of the printed circuit board was caused by aging. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject devices have not been returned to omsc but were returned to olympus medical systems india private limited (omsi) for evaluation. Evaluation of the subject device by omsi confirmed the followings; -omsi could reproduce the reported event that the endoscopic image was intermittent. And also the power supply was intermittent. -the reported event was caused by the failure of the printed circuit board. If additional information becomes available, this report will be supplemented.

Event description:
The endoscopic image was intermittent. There was no report of patient injury associated with this event.